Manufacturer narrative:
The endoscope has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The site¿s system logs with a procedure date of (B)(6) 2018 were reviewed. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during the da vinci-assisted prostatectomy procedure, the endoscope lens allegedly broke off, fell inside the patient, and was not retrieved. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that the lens of the endoscope had "disappeared". There was no allegation that a patient injury occurred or that a fragment from the endoscope had fallen inside the patient. On 21-may-2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during the da vinci-assisted prostatectomy procedure, the endoscope lens allegedly broke off, fell inside the patient, and was not retrieved. No further clinical information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope involved with this complaint and completed investigations. The endoscope was received with a missing distal window resulting in fluid invasion and subsequent major damage to optical components. Due to the extensive damage the scope was scrapped. Based on the information provided at this time, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted prostatectomy procedure, the endoscope lens allegedly broke off, fell inside the patient, and was not retrieved.